Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that a death occurred. In (B)(6) 2013, the subject initially presented with unstable angina and was referred for cardiac catheterization the same day. Target lesion #1 was located in the proximal left circumflex with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent and residual stenosis was noted to be 6%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. No other information regarding the details of the death were available.